Event description:
It was reported that the pump touchscreen was cracked and unreadable. Reportedly, the customer fell and landed on or rolled over the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.